Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion sensor issue and reported during evaluation as an upstream occlusion alarm while attempting to run a loaded set. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a problem with the upstream occlusion sensor. There was no patient involvement. No additional information is available.